Event description:
It reported that intermittent occlusion alarms occurred. The customer would changed the infusion set and cartridge to continue insulin therapy. Ultimately, the customer reverted to an alternate method of insulin therapy. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. There was no adverse impact to the customer's blood glucose level.